Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter would not power on. The patient tests his blood glucose 4 or more times a day. He manages his diabetes via self-adjusted insulin (unknown type). The patient indicated that the alleged meter issue started a day before at 6:00 am. At the same time the issue began, the patient reportedly received assistance in an emergency room (ER). The patient's blood glucose was tested on an ER/hospital meter and a result of "27 mg/dl" was obtained. The patient was treated with sugar. In addition, the patient was also given humolog insulin (100 units), humulin nph insulin (100 units), glyburide (50 mg), and "glargine (50 mg)". It is not clear as to why the patient was given the medications for diabetes. On an unspecified date/time after the alleged meter issue began, the patient developed symptoms of dizziness, fevers, sweating, and lightheadedness. It would have been helpful to know the following information: what actions the patient took before and after the symptoms developed, why the patient was given the diabetes medications in the ER, if the patient was hospitalized, what date/time symptoms developed, and what other health conditions the patient has. In addition, it would have been helpful to verify when the alleged meter issue began and when he received assistance in the ER. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that he developed symptoms, some of which can associated with severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.